Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v183973, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was explanted on (B)(6) 2013, because the patient stated it was not working. It was noted the leads remains implanted.